Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer's father reported via phone call that the customer experienced high blood glucose of 26 mmol/l and was taken to the hospital. It was stated that the insulin pump had alarmed no delivery during a bolus attempt and customer treated with an insulin pen. It was advised to perform fixed prime; insulin did exit the tubing. Customer was unable to remove the set at the time of the call. It was advised to change the entire infusion set and reservoir.